Manufacturer narrative:
Additional information: h6 component code: g07002 - device not returned. Additional information provided: customer is reporting that they have noticed within the last few days alot of and want to know if there's a change in the product, etc. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. 1.please clarify when the event occurred. 2. Please clarify how many devices was used on this single procedure. 3. If this event occurred in multiple procedures, please provide information requested above for each patient event. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). What are the procedure name(s) and date(s)? What is the quantity involved per procedure was there any adverse patient consequence(s) or subsequent medical/surgical intervention. The single complaint was reported with multiple events. There are no additional details regarding the additional events. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2024 and suture was used. The sutures they have are breaking additional information has been requested.